Event description:
It was reported the patient's blood glucose decreased to 39 mg/dl while wearing the pod on the arm for between 36 and 48 hours. The patient fainted and hit her head due to the fall. The patient loss consciousness for two hours. No medical assistance was required and the patient self-treated with sugar. The pod was discarded by the patient.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported hypoglycemia and loss of consciousness. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.